Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that all of the keypad buttons were sticking and intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: visual inspection confirmed that the keypad button cover was intact to the base with no evidence of peeling. Testing confirmed that all keypad buttons had a delayed response. The keypad cover was removed to check the condition of all of the key contacts and contaminations under all of the key contacts was observed. Unrelated to the keypad button issue, the display screen was a dim pink with fading lettering.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.